Event description:
The patient reported experiencing inaccurate blood glucose readings while using a dexcom g7 continuous glucose monitor (cgm), stating that the cgm displayed low glucose values while her actual blood glucose levels were elevated. The patient reported that this discrepancy delayed recognition of hyperglycemia and ultimately resulted in diabetic ketoacidosis requiring hospitalization. At the time of the report, the patient was unable to provide additional details regarding the medical event, including specific blood glucose levels, hospital admission date, symptoms experienced, length of hospitalization, discharge date, or specific treatments received. Multiple good-faith efforts to obtain further details were conducted; however, no additional information could be obtained.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.